Event description:
Patient was one day status post routine knee arthroplasty with routine postoperative films finding a retained drill bit (3.5 cm long) which was broken. Patient brought back to surgery for successful removal of the broken drill bit.